Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that both leads were replaced because the second lead was attached to the anchor of the impeded lead. When the physician attempted to remove the impeded lead, the other one shifted with it. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000152138.

Event description:
It was reported that the patient's system was autoreducing due to high impedances. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the lead. It is unknown which lead had the high impedances.